Event description:
Patient reported permanent failure of all of the buttons on the infusion device. Patient reported seeing a problem with the display segments/pixels on the device; are defective. Patient reported being able to see almost nothing on the display. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion the complaint cannot be verified due to careless handling of the product. Result the soft components of the housing are worn down heavily and restricted handling of the pump is a possible implication. Therefore moisture entered the insulin pump and destroys the functionality of the buttons and the pump electronics. The up button is permanent active due to external mechanic damage. The display is broken due to a mechanical impact. The broken display cannot lead to misinterpretation of insulin amounts. In conclusion this case is a mishandling regarding the button and display complaint. The broken display does not fulfill a pcc criterion (no misinterpretation of displayed values). The case remains a pcc due to the permanent activated up button. The problem mentioned by the customer is related to careless handling of the product.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.